Event description:
Event description guidant received information that this pacemaker, which is on an advisory, had reached replacement time earlier than expected. It was reported that the clinic has lost faith in guidant's products.